Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new ipp device consisting of 12cm x 9.5mm cylinders, an ms pump and a 100ml reservoir, was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.